Manufacturer narrative:
Na.

Event description:
It was reported in (B)(4) that the patient's right siderail was broken, leaving sharp edges and it was also reported that two spindles were missing from the foot end of the siderail.